Event description:
It was reported that the user sent in csv (comma separated values) files from the arctic sun device that showed skipping and duplication of minutes in the csv file. This was a known issue and had no impact on device therapy. Per follow up information received on 25-apr-2022, the device was not in use on a patient during the reported event and it was coming in for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the user sent in csv (comma separated values) files from the arctic sun device that showed skipping and duplication of minutes in the csv file. This was a known issue and had no impact on device therapy. Per follow up information received on 25apr2022, the device was not in use on a patient during the reported event and it was coming in for repair.